Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the life stent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images/videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using life stent vascular stent in the common femoral artery. During the procedure, the stent was found to be kinked and crumpled at the proximal end of superficial femoral artery after the release. It was further reported that another device was used but still the same problem appeared. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the life stent xl vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided x-ray images and movie demonstrate the placed stent inside the sfa, and hour glass like deformation confirms stent twisting during deployment. A manufacturing related issue could not be found. In this case 6f introducer with 0.035" guidewire were used for access, the vessel was not tortuous/ calcified, and the lesion was pre dilated. The user did not experience difficulty during deployment, torque was not exerted/ felt during deployment. The system was gently held at the stability sheath and kept stationary. A manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause could not be identified. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU closely describes holding and handling of the system during deployment; in particular the IFU state: 'firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' Regarding pta the IFU state: 'predilation of the lesion should be performed using standard techniques.' Regarding access/ accessories the IFU state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using life stent vascular stent in the common femoral artery. During the procedure, the stent was found to be kinked and crumpled at the proximal end of superficial femoral artery after the release. It was further reported that another device was used but still the same problem appeared. There was no reported patient injury.